Manufacturer narrative:
H4: the lot was manufactured between may 1-3, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples, shows fluid inside the device bladder which suggested an under infusion may have occurred. Functional flow rate testing must be performed on the actual device to verify the accuracy of the fluid flow; though, this is not possible due to the lack of a physical sample. Therefore, the reported event could not be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. After the expected therapy time was completed, it was observed that the elastomeric pump had residual volume in the device which had not been delivered to the patient. The device contained fluorouracil 3840mg in 240 ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.